Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on february 16, 2012. Based on qa assessment, the product met specifications at the time of release. The lot complaint history was reviewed for the gas fill pack. This is the sixth complaint for the finish goods lot and sixth for this issue. The DHR shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted in order to establish a potential failure mode for the device. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that when drawing up gas from the system, the gas did not purge and refill. Additional information was received indicating gas purge failure occurred during the air-fluid exchange just prior to the gas injection. The scrub technician manually purged the gas syringe twice. The case was completed without patient harm.